Event description:
It was reported that the epg (external pulse generator) turned itself off while connected to a baby. The epg was quickly switched to a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to duplicate the customer comments, however, analysis did find that the upper and lower cases were broken, the side bail covers were broken, the battery drawer was contaminated and the keyboard was scratched.